Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the vibratory alert did not alert on several attempts. The patient was enrolled in merlin.net and is being monitored. The patient in stable condition.